Manufacturer narrative:
A review of ticket trending for the architect stat troponin-I assay did not identify an increase in complaint activity related to the complaint issue. A lot search could not be performed since the lot number is unknown. A review of the device history record did not identify any issues. Accuracy testing was performed using a representative reagent kit and an internal troponin-I panel was tested with a retained kit of reagent; acceptance criteria was met indicating acceptable product performance. Labeling was reviewed and adequately addresses the customers issue. No systemic issue or deficiency of the architect stat troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect troponin-I results were generated for 2 patient samples. The customer stated that the samples gave initial results in the critical range and when retested, the results were within normal range. An example was provided where the sample generated an initial reading of 0.80 mg/dl (positive) and had a repeat value of 0.1 mg/dl (negative) (cutoff = > 0.40 mg/l). No impact to patient management was reported.